Manufacturer narrative:
Upon reviewing the nurse call jack it is obvious that the jack was physically damaged. The only plausible explanation for the level of damage see on the jack would be for the unit to have suffered an impact, such as being dropped, with the nurse call wye cable connected to the nurse call jack. This complainant had returned another batch of monitors in february 2018 for the same issue. I spoke with the complainant on 2/12/18 during investigation of the previous complaints and she could not provide any specific information regarding the damaged nurse call jack. She only indicated that nursing would send the unit to the biomedical department noting that the alarm port was not working. The exact mechanism that nursing used to determine that the port was not functional was not able to be ascertained. We are unsure if the damage was noticed when the unit was dropped or at some point in time after the damage had occurred. This complainant had previously indicated that they had accumulated a number of monitors over time where the nurse call jack had been damaged and had just recently decided to start having the devices repaired and that is the reason for receiving the monitors in batches. This is not indicative of a group of simultaneous failures. Circadiance advised the customer at the time of the (B)(6) complaints that they should investigate how these monitors are being handled in the hospital as this type of failure is unusual and their facility had experienced a disproportionately large incidence of this type of physical damage. This failure of the nurse call jack does not compromise the ability of the monitor to monitor and detect alarm conditions. The primary alarm system in the monitor remained functional. The professional user manual clearly indicates that the nurse call feature is provided for convenience and should not be relied upon as the primary alarm system.

Event description:
On april 6, 2018 (B)(6) returned a smart monitor 2ps infant apnea monitor model number (B)(4) (serial number) with the complaint that the remote alarm port does not work. The circadiance service technician confirmed the complaint and documented that the nurse call jack is damaged. If the unit was used with the damaged nurse call jack, the monitor may not transmit an alarm to the hospital nurse call system.